Manufacturer narrative:
It was reported that the patient was placed under general anaesthetic and underwent skin revision surgery during an abutment change. This report is submitted on july 02, 2019.

Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient experienced an infection and subsequently abutment replacement is scheduled, however, ths has not occurred as of the date of this report.